Manufacturer narrative:
No button error alarm noted. The insulin pump was received with intermittent button response due to corroded keypad traces. Insulin pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump alarmed button error. Customer's blood glucose was 96 mg/dl. Customer removed and replaced the batteries in order to clear the alarm but keypad was still unresponsive. Significant event that could have led to the current event, customer stated he got wet in the rain. Customer was advised to discontinue use of the device and to revert to back up plan. No further information reported.